Event description:
Nurse was placing groshong clearvue PICC, she had not taken the needle all the way out and she sheered off the tip of the guidewire. They could see it clearly under the skin in the subcutaneous tissue. The surgeon told them to leave it and he would remove it when the pt went for lung surgery. It could be felt coiled under the skin. It was a 40 cm wire. When the pt went to surgery they could not find it. They are going back in after it 2007. The guidewire that sheered was caused by the nurse not removing the whole introducer needle. The surgeon tried to remove it but could not without having to make a very large cut. The surgeon feels that the tip will be okay because it is contained in the subcutaneous tissue and will not cause any issues to the pt.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for eval. A chr review showed no other similar product complaint file(s) from this lot.